Manufacturer narrative:
The sample is reported to be available but has not been received for evaluation. A follow up report will be filed if the sample is returned and evaluated or if any additional information becomes available. (B)(4)

Manufacturer narrative:
(B)(4). Correction. Product code: ljh. Common device name: system, irrigation, urological. Additional information. The sample was received for evaluation on (B)(4) 2010. An actual sample was submitted for evaluation for the reported condition of a leak. A visual examination was performed on the sample and found no abnormalities. The sample was then submitted for an underwater pressure test in which a leak was observed caused by a hole in the y-junction site. A batch review could not be performed as the lot number was not provided by the customer. The root cause of this condition is attributed to a manufacturing issue.

Event description:
The customer reported to baxter (B)(4) on (B)(6), 2010 an incident where the set was leaking while in use with the y-type irrigation set. This incident occurred during priming. There was no patient injury or medical intervention associated with this report. No additional information was available.